Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had back pain near ins. It was also reported that the patient had a urine culture taken and the symptoms of back pain near ins were attributed to the bladder infection that was diagnosed. It was also reported that the patient was having poor communication with their new programmer and antenna. The patient reported that her ins is 7 years old and never had gone back to healthcare professional (hcp) to have it checked, because the hcp no longer took her insurance. The patient inquired that if she could not get the ins replaced soon and ins reaches end of service, if her symptoms will return. Hcp listings were sent to the patient. No outcomes were reported at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.